Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was symptomatic as a result of pacemaker mediated tachycardia (pmt). The patient reported palpitations. There was evidence of oversensing leading to pacing inhibition however there was no evidence of asystole greater than 2 consecutive seconds in duration. The noise could be reproduced with pocket manipulation and postural changes. A lead fracture was suspected. The lead was electrically deactivated and the patient will be monitored. New information received indicates that this device detected high out-of-range ra impedance measurements. No intervention is planned and the patient will be monitored.